Manufacturer narrative:
Other text: one unit was returned for investigation. A leak test was confirmed which confirmed the customer complaint. Upon investigation, it was found that there was a resin line embedded throughout a section of the circuit ring. Sample was tested under water confirming that the leak was along the embedded resin line. Root cause analysis was traced to manufacturing. Quality control was contacted. No DHR review was done as lot number was not provided.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical breathing circuit was leaking air. There was no patient injury and no reported adverse events.